Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 110 and 144mg/dl. Tests were done within 10 mins. The code on meter and test strips do not match. No further info has been reported.